Event description:
It is reported that the articular surface would not seat properly on the tibial component. Another articular surface implant was then opened and the surgery was completed.

Manufacturer narrative:
This report will be amended when our investigation is complete.